Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure for out of range pacing impedance measurements on the right ventricular (rv) channel, this atrial lead was removed from service. Visual inspection of the lead at the revision procedure identified damage to the lead body. No additional adverse patient effects were reported.